Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent repair of an incisional hernia with composix kugel mesh and repair of an umbilical hernia with ventralex mesh. On (B)(6) 2007 - pt underwent exploratory laparotomy, multiple ovarian cystectomies, fulguration of endometriosis, lysis of adhesions, and excision of the composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The medical records provided do not indicate that a device failure occurred or that the pt experienced any postoperative complications associated with the implanted ventralex mesh. A mfg review was performed; the lot passed all inspections and there were no non conformance issues found during the mfg process. Additionally, the medical records indicate that the mesh remains implanted. See MDR 1213643-2011-00621 for info related to the composix kugel mesh implanted on (B)(6) 2007.